Event description:
It was reported that a physician unspecified if trained in the use of the perclose proglide device, attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during knot advancement, the suture curled and separated into two portions. Hemostasis was achieved by using the remaining suture. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.